Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p), implanted with another manufacturer's right ventricular (rv) lead, triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement of 2,023 ohms. Technical services (ts) recommended further evaluation to determine event cause. This crt-d and rv lead remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. -- this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p), implanted with another manufacturer's right ventricular (rv) lead, triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement of 2,023 ohms. Technical services (ts) recommended further evaluation to determine event cause. This crt-d and rv lead remain in service at this time. No adverse patient effects were reported. Additional information received indicated that the patient was seen in clinic and lead integrity was still intact. This crt-d and rv lead remain in service. No adverse patient effects were reported. Additional information received reported that this crt-p was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p), implanted with another manufacturer's right ventricular (rv) lead, triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement of 2,023 ohms. Technical services (ts) recommended further evaluation to determine event cause. This crt-d and rv lead remain in service at this time. No adverse patient effects were reported. Additional information received indicated that the patient was seen in clinic and lead integrity was still intact. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.